Manufacturer narrative:
It was reported a male patient underwent an atrial fibrilation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a medical device entrapment occurred. It was reported that the a thermocool® smart touch® sf bi-directional navigation catheter got stuck in the septum between the left and right atrium and there was tissue stuck on the tip of the thermocool® smart touch® sf bi-directional navigation catheter. There was no patient consequence reported. On 6/26/2019, additional information was received indicating that during the procedure they tried to gently pull and rotate the thermocool® smart touch® sf bi-directional navigation catheter to get the tissue to release. The physician pushed the sheath over the catheter to try to get the tissue to release, however, eventually the tissue just tore. When the catheter was removed from the patient, they could not pull the tissue off of the thermocool® smart touch® sf bi-directional navigation catheter. On 7/9/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysi identified a tear in the pebax near the distal tip. Some reddish/brownish color is observed in the same area. Also, there is some material that appears to be tissue stuck on the distal tip. The findings have been reviewed and assessed the tear in the distal tip as an MDR reportable malfunction and the biological material as not reportable as its presumed it came from the patient. Device evaluation details: the device evaluation was completed. The device was inspected and the distal tip appeared to have a tear in the pebax with reddish brown material was observed inside. Additionally, there was a material that appears to be ¿tissue¿ stuck on the distal tip. During the second visual inspection on 8/6/2019, the pebax was observed damage with exposed metals. Then, the catheter outer diameter was measured and it was found within specification. A fourier transform infrared spectroscopy test (ftir) was performed on 8/8/2019 on the tissue samples showed that foreign material is primarily composed of a biological ¿ based material, presumably human tissue. The identified issue of damage with exposed metals found on 8/6/2019 continue to be assessed as MDR reportable for the material puncture. The ftir results from 8/8/2019, which reveal the composition of the tissue was biological ¿ based material, presumably human tissue is not MDR reportable since this does not pose any risk to the patient. If tissue is present and was noted during the procedure but the patient is free of symptoms or distress of any kind this is not MDR reportable. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on pebax and the tissue observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # pc-000489705.

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30199178l number, and no internal action related to the complaint was found during the review. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a male patient underwent an atrial fibrilation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a medical device entrapment occurred. It was reported that the a thermocool® smart touch® sf bi-directional navigation catheter got stuck in the septum between the left and right atrium and there was tissue stuck on the tip of the thermocool® smart touch® sf bi-directional navigation catheter. There was no patient consequence reported. On 6/26/2019, additional information was received indicating that during the procedure they tried to gently pull and rotate the thermocool® smart touch® sf bi-directional navigation catheter to get the tissue to release. The physician pushed the sheath over the catheter to try to get the tissue to release, however, eventually the tissue just tore. When the catheter was removed from the patient, they could not pull the tissue off of the thermocool® smart touch® sf bi-directional navigation catheter. There was no medical or surgical intervention provided and patient reported to be recovering well. No extended hospitalization was required. The physician¿s opinion of the adverse event is that it was a bwi product malfunction. The event has been assessed as an MDR reportable malfunction. On 7/9/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified a tear in the pebax near the distal tip. Some reddish/brownish color is observed in the same area. Also, there is some material that appears to be tissue stuck on the distal tip. The findings have been reviewed and assessed the tear in the distal tip as an MDR reportable malfunction and the biological material as not reportable as its presumed it came from the patient.